Event description:
It was reported that the right ventricular lead exhibited oversensing and noise. The lead sensitvity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device lasted 67% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation.

Event description:
It was reported that the right ventricular lead exhibited oversensing and noise. The lead sensitivity was reprogrammed and the lead remains in use. It was later reported that the superior vena cava impedance was slightly high. The device was explanted and replaced due to elective replacement indicators (eri), was returned, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.